Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# v056607, implanted: 2007 (B)(6), explanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that two months after the patient¿s first implant, her lead wire slipped out of place. The patient stated that four months after implant, her doctor tried to put the lead back. Additional information was requested, but was not available as of the date of this report.